Event description:
During capacitor maintenance, an extended charge time was observed. The ICD was implanted for two years and diagnostics indicated 35 high voltage chargings between 350 and 750v. Battery voltage was 2.65v. The physician elected to replace the ICD when it was determined that the pt's condition would not tolerate the extended charge time.